Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was 275 mg/dl. The customer stated that she had been exercising leading up to the alarm. She noted that the device may have gotten a little damp and that her blood glucose was high because she had just eaten. She reported that there was a delay in response from the button presses, and the screen seemed to be frozen. She replaced the battery, then received the button error alarm. She declined troubleshoot assistance for the keypad issue and frozen display. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
No unexpected frozen screen anomalies noted, time advanced properly. No unexpected button error alarms noted. The insulin passed displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The insulin pump had an intermittent button response on the esc button due to moisture damage on keypad traces noted. The insulin pump had a cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and cracked belt clip slot.